Event description:
A customer reported that the t:slim x2 pump battery would not charge properly, and the charging connection was unstable, requiring the cable to be held in place or the pump to be positioned strategically. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter within two days and planned to follow up with the customer. Meanwhile, the customer was advised to rely on a different method of insulin delivery if the pump battery depleted before receiving the new charging supplies.